Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was getting many air bubbles in the reservoir. Five reservoirs from the box had air bubbles when they tried to use them. The customer rewound with a reservoir in place. Customer's blood glucose level was not reported. The customer was currently not wearing the insulin pump. The device was not returned.